Event description:
It was reported that a spinal decompression was being performed. The surgeon chose to use a revision drill. While using the revision drill, it was reported that the surgeon slipped and the spinal dura was allegedly injured. The patient was transferred to another facility for follow up care. As reported to linvatec os in 02/2002, the reporter advised that the patient had no report of paralysis or injury to the spinal cord.